Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for the endovascular treatment of a thoracic ulcer. It was reported a CT review observed type ia, ib & iiib endoleak with stent ring enlargement on CT images from the 8 month follow up. It was reported the physician has been notified of the event but the patient has been lost to follow up. Attempts have been made to contact the patient since the year of implant but the patient has opted to hold off on CT imaging. No additional clinical sequalae were reported and the patient will be monitored.